Manufacturer narrative:
The product's lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.

Event description:
A few days after the temporary pacing catheter insertion, the side port of the introducer was found to be detached in the hospital room. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.